Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that onetouch ultra test strips he was using were not drawing the sample into the confirmation window as it was supposed to. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged strip issue began on the afternoon of (B)(6) 2013. The patient informed the cca that he manages his diabetes with insulin (self adjuster). Due to the alleged issue, the patient claimed he took a decreased dose of his diabetes medication from (B)(6) 2013 to (B)(6) 2013. The patient stated that 3 to 4 hours after the issue started he developed symptoms of "blurred vision and feeling light headed". The patient informed the cca that on (B)(6) 2013 he saw his hcp during an office visit and was advised by his physician to get the subject test strips replaced. The patient denied testing with any other device. At the time of troubleshooting, the cca noted that the patient was using the correct sample application technique. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged strip issue started.